Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results . Upon review of the event description and assigned malfunction code misuse. Malfunction code not on list, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion . Based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced hyperglycemia and diabetic ketoacidosis event and went to the emergency room (ER) and got hospitalized on (B)(6) 2025.the duration of hospitalization was for less than 24 hours.the blood glucose level was 550 mg/dl at the time of event and the patient got treated with intravenous insulin drip.the patient was tested positive for ketones.the patient experienced the symptoms of feeling sick,unwell,and flu-like headache at the time of the event. No further information available.